Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12-jul-2019 with the following findings: during investigation, the pump was powered on and found to be blank with audible tones and vibrations. Further investigation found the display to be cracked. A test display was used and the test display functioned as it should. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was cracked and also blank upon power up. This report is made based on results of investigation completed on 12-jul-2019. There was no indication that the product caused or contributed to an adverse event.